Event description:
It was reported that the device had exhibited post-sensed t-wave oversensing (pstwos). A programming change was made. There were no adverse health consequences, the patient was stable.